Event description:
Additional information received notes that the atrial lead was capped and replaced on (B)(6)2022. The patient condition was stable.

Event description:
It was reported that a patient presented to clinic for follow up with symptoms of dizziness and discomfort. Device interrogation revealed over-sensing noise on the atrial lead causing pacing inhibition. Programming changes were performed. The patient condition was stable.